Event description:
As reported by the sales rep per the user facility: the tubing leaked, site unk. Infusing lipids into one month old preemie with respiratory distress. Additional information provided by the user facility indicated the extension set was noted to leak at the hub. The administration was stopped briefly and the set was changed without incident and without any distress to the infant. The infant suffered no adverse sequela associated with this incident. The set was discarded and will not be returned for evaluation. The lot number was not obtainable since the packaging was discarded. It was reported that the facility's current inventory does not reflect the inventory at the time of the incident.

Manufacturer narrative:
The actual device in the incident was not returned for evaluation and a lot number was not reported. Without the actual sample and a lot number, a complete investigation could not be performed. No specific conclusions can be drawn.